Event description:
It was reported that the pt was hospitalized the day after revision surgery due to several stitches popping and the presence of a hematoma at the generator site. The hematoma was drained and the pt is doing well. Follow-up with the site reveals that the pt likely came down with pneumonia (not related to vns) just before the time of surgery and the pt was violently coughing. The believed cause of the hematoma is the pt coughing too hard. No device manipulation is suspected.